Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled generator change out procedure. During the procedure, a fracture was noted on the atrial lead. The lead was capped and replaced. The patient was in stable condition before, during, and after the procedure.